Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a revitan dist. Curved 22/200 on the right side on (B)(6) 2013 during a revision surgery of a pressure disk prosthesis after a periprosthetic bone fracture. The patient was revised on (B)(6) 2015 due to breakage of the revitan stem.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The product combination used is approved by zimmer. Summary of the investigation results: the hip prosthesis was revised after approximately 1 year and 6 months in vivo due to a stem fracture. The revitan stem is fractured at the connection pin due to fatigue in the non-blasted area just some millimeters below the proximal end of the distal stem part. The fracture origin is located on the lateral side of the stem. Macroscopically, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part a very small, half circumferential stripe running from lateral to anterior revealing mostly smeared metal and probably minor signs of fretting and corrosion could be observed. It is assumed that the stripe developed probably as a concomitant. From the bone ongrowth seen on the revised parts as well as the description of its difficult removal during revision surgery, it is assumed that the distal part was well fixed in its distal half. There are only x-rays shortly before and until 9 days after implantation of the revitan stem and x-ray evaluation reports shortly before and after the revision surgery at hand. Shortly after implantation surgery there was a clear gap between the proximal fracture part of the femur and the rest of the femur. The further follow-up is unknown as well as any information about the patient's bmi and level of exercise. At revision surgery the proximal part of the prosthesis was loose. The lighter in color appearing zone on the posterior medial side of the proximal part's body could correspond to the loosening. It can only be hypothesized that the stem did not have sufficient proximal bone support. This had an influence on the sequence of events finally resulting in the fracture of the stem. Defects that could have favored or triggered the fracture were not found by macroscopic investigation. It is unknown if there were other factors having an influence on the sequence of events. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).